Event description:
On 11/24/10 information received product no longer in service due to fracture. Dr. (B)(6). No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).